Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath 23cm 14.5f catheter was retuned. A visual and functional evaluation was performed. Mild use residue was observed throughout. No obvious damage was noted. The functional evolution noted that both lumens were patent to infusion and aspiration with no leaks observed. Therefore, the investigation is unconfirmed for unable to aspirate as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Possible contributing factors include fibrin tail formation and/or catheter occlusion; however, the lack of evidence prevented both confirmation of the reported event and identification of a root cause(s). Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that after insertion via the internal jugular, the dialysis catheter was allegedly unable to aspirate. It was further reported that an extended period of time was needed to remove the device using a wire. A new tissue tract was tunneled and another device was used to complete the procedure. The patient was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that after insertion via the internal jugular, the dialysis catheter was allegedly unable to aspirate. It was further reported that an extended period of time was needed to remove the device using a wire. A new tissue tract was tunneled and another device was used to complete the procedure. There was no reported patient injury.